Event description:
It was reported during a laparoscopic hernia repair the balloon was inflated and burst. The balloon was removed and the surgeon did a blunt dissection, so no new balloon was needed. The balloon was discarded. Two sterile balloons are being returned which the surgeon does not want to use. There was no consequence to the pt.